Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: an automatic pacemaker algorithm causing exertional intolerance. Journal of cardiovascular electrophysiology. 2023; 34:2376¿2381. Doi: 10.1111/jce.16104 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an automatic pacemaker algorithm causing exertional intolerance. The authors described a patient who developed worsening exertional dyspnea approximately two years post implant of their implantable pulse generator (ipg). They observed a significant drop in their heart rate during peak activity that persisted through the fifth minute of recovery, which corresponded with the symptoms. This resulted in pacemaker pseudo wenckebach. As their atrial rate increased above 150 beats per minute, 2:1 block occurred because this exceeded the tarp. This, in turn, reduced the ventricular rate and increased the median rr interval, resulting in post ventricular atrial refractory period (pvarp) lengthening as determined by the automatic pvarp algorithm. The patient was brought back to the pacemaker clinic and the same phenomenon of upper rate behavior and persistent 2:1 block was reproduced during exercise which confirmed the suspicion that this was related to the auto pvarp algorithm. The pvarp was reprogrammed and the device remains in use. No additional adverse patient effects or product performance issues were reported.